Event description:
This report is to advise of an event observed during analysis confirming exposed wires on the internal cable connecting the wand port to the telemetry printed circuit board (pcb). The hospital electronic unit was replaced and there were no patients involved.

Manufacturer narrative:
One hospital system 2.0, us was received for evaluation. Visual inspection verified the unit touchscreen display and chassis were free of physical damage. The wand port was loose and extruding from the device chassis. The device was opened up, and it was revealed that the internal wand port fastener had come completely loose and that multiple wires within the cable connecting the wand port to the telemetry pcb had become detached. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.